Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date of the event information was provided. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific mesh device was implanted into the patient during a procedure performed on an unknown date. After the procedure, the patient has experienced an unspecified injury.

Event description:
It was reported to boston scientific corporation that a boston scientific mesh device was implanted into the patient during a procedure performed on an unknown date. After the procedure, the patient has experienced an unspecified injury. Boston scientific received an additional information on (B)(6) 2022, as follows: on (B)(6) 2022, the patient reported having experienced a very tender exam with limited views, a very painful anterior vaginal wall, especially around the introitus. Furthermore, the patient reported foul smelling vaginal discharge. A screening test was performed, and the gram stain microscopy revealed that the patient had bacterial vaginosis. On (B)(6) 2022, the patient reported having experienced depression, back pain, pelvic pain, and groin pain. On (B)(6) 2022, the physician issued a prescription for metronidazole tablets for the patient and advised her not to drink alcohol while taking the medication. On (B)(6) 2022, the patient was also given a two-week course of clindamycin and told that she could stop the medication after a week if the infection cleared up and restart it if it returned.

Manufacturer narrative:
Block b2: additional information blocks b5 (narrative) and h6 (patient codes, impact codes) has been updated. Correction: block h6 (conclusion code) has been corrected. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date of the event information was provided. Blocks d4, h4: the complainant reported that the suspect device was manufactured by boston scientific corporation but they were unable to provide the device brand name, upn, and lot number; therefore, the brand name, lot expiration and device manufacture dates are unknown. Block h6: patient code e1901, e2330, e020202 capture the reportable events of bacterial vaginosis, pain and depression.